Manufacturer narrative:
Preliminary analysis suspect that the reported issue is attributable to a lead issue

Event description:
Reportedly, during a replacement device procedure that occurred on (B)(6) 2017, deterioration of the ventricular lead was observed between the insulation and the dummy electrode at the proximal part (that part was extended when pulled). It was unknown when the lead became this state. When the ventricular lead was tested using a pacing system analyzer (the analyzer embedded in a medtronic programmer), the following results were obtained: threshold: 1.2 v/0.4 ms, lead impedance: 618 ohms (at 5.0 v), r-wave amplitude: 13.2 mv. With these values, it was decided to continue the use of the ventricular lead. After some difficulty was encountered due to the lead body being adhered to the surrounding tissue, the ventricular lead was connected to the new implanted pacemaker; the ventricular set-screw was tightened after the connector pin was confirmed to be protruding from the distal connector block. Due to the aforementioned deterioration of the ventricular lead, no lead pull test was performed after the lead connection. Within 20 minutes after the leads were connected to the pacemaker, the pacemaker pocket was closed and the pacemaker was interrogated for pacemaker check. In the interrogation session, a message regarding auto implant detection appeared on the programmer screen. Afterwards, it was noticed that the egm on the programmer screen was flat. This time, vp markers were displayed on the egm and proper pacing behavior by the pacemaker was confirmed on ECG. When the parameters were checked, it was revealed that the sensing polarity had unexpectedly changed from unipolar to bipolar. After the sensing polarity was reprogrammed back to unipolar, the egm became normal

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, during a replacement device procedure that occurred on (B)(6) 2017, deterioration of the ventricular lead was observed between the insulation and the dummy electrode at the proximal part (that part was extended when pulled). It was unknown when the lead became this state. When the ventricular lead was tested using a pacing system analyzer (the analyzer embedded in a medtronic programmer), the following results were obtained: threshold: 1.2 v/0.4 ms, lead impedance: 618 ohms (at 5.0 v), r-wave amplitude: 13.2 mv. With these values, it was decided to continue the use of the ventricular lead. After some difficulty was encountered due to the lead body being adhered to the surrounding tissue, the ventricular lead was connected to the new implanted pacemaker; the ventricular set-screw was tightened after the connector pin was confirmed to be protruding from the distal connector block. Due to the aforementioned deterioration of the ventricular lead, no lead pull test was performed after the lead connection. Within 20 minutes after the leads were connected to the pacemaker, the pacemaker pocket was closed and the pacemaker was interrogated for pacemaker check. In the interrogation session, a message regarding auto implant detection appeared on the programmer screen. Afterwards, it was noticed that the egm on the programmer screen was flat. This time, vp markers were displayed on the egm and proper pacing behavior by the pacemaker was confirmed on ECG. When the parameters were checked, it was revealed that the sensing polarity had unexpectedly changed from unipolar to bipolar. After the sensing polarity was reprogrammed back to unipolar, the egm became normal. Preliminary analysis suspect that the reported issue is attributable to a lead issue.

Event description:
Reportedly, during a replacement device procedure that occurred on (B)(6) 2017, deterioration of the ventricular lead was observed between the insulation and the dummy electrode at the proximal part (that part was extended when pulled). It was unknown when the lead became this state. When the ventricular lead was tested using a pacing system analyzer (the analyzer embedded in a medtronic programmer), the following results were obtained: threshold: 1.2 v/0.4 ms, lead impedance: 618 ohms (at 5.0 v), r-wave amplitude: 13.2 mv. With these values, it was decided to continue the use of the ventricular lead. After some difficulty was encountered due to the lead body being adhered to the surrounding tissue, the ventricular lead was connected to the new implanted pacemaker; the ventricular set-screw was tightened after the connector pin was confirmed to be protruding from the distal connector block. Due to the aforementioned deterioration of the ventricular lead, no lead pull test was performed after the lead connection. Within 20 minutes after the leads were connected to the pacemaker, the pacemaker pocket was closed and the pacemaker was interrogated for pacemaker check. In the interrogation session, a message regarding auto implant detection appeared on the programmer screen. Afterwards, it was noticed that the egm on the programmer screen was flat. This time, vp markers were displayed on the egm and proper pacing behavior by the pacemaker was confirmed on ECG. When the parameters were checked, it was revealed that the sensing polarity had unexpectedly changed from unipolar to bipolar. After the sensing polarity was reprogrammed back to unipolar, the egm became normal